Event description:
It was reported in a service report that the siderail panels and modules were cracked with sharp edges and areas where fluid could ingress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: panel.